Event description:
Us customer contacted cepheid to discuss patient results. Customer reported getting discrepant results on a total of 126 samples across 9 instruments on site (B)(6) 2022. Provider was aware of all results and concerned about the number of positives that day with some being questionable. They had 129 samples that had resulted positive sent to the reference lab for additional testing before reporting results out to the patients. Of these 129 samples, only 6 resulted positive at the reference lab. The customer stated that all 129 patients also went to another site to be tested where a total of 8 patients tested positive which included the initial 3 reference lab positives the customer was aware of. Customer also stated that 6 samples were retested on site and got repeated positive results, but ts was unable to find these tests in the data due to repeated patient ids and sample ids, but customer provided ts with test start times. This report is for 11 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. All tests were run with sars-cov-2 adf only. All patient samples are nasal swabs collected on (B)(6) 2022 from asymptomatic patients. Customer states samples are collected and sealed in a biohazard bag which is put in a cooler and transported to the testing lab every 15 minutes; all samples are tested within an hour of being collected. Samples are then stored in the refrigerator after testing, these samples were transported to the reference lab in a cooler on ice packs. (B)(6).

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Customer reported getting discrepant results on a total of 126 samples across 9 instruments on site (B)(6) 2022. Provider was aware of all results and concerned about the number of positives that day with some being questionable. They had 129 samples that had resulted positive sent to the reference lab for additional testing before reporting results out to the patients. Of these 129 samples, only 6 resulted positive at the reference lab. The customer stated that all 129 patients also went to another site to be tested where a total of 8 patients tested positive which included the initial 3 reference lab positives the customer was aware of. Customer also stated that 6 samples were retested on site and got repeated positive results, but ts was unable to find these tests in the data due to repeated patient ids and sample ids, but customer provided ts with test start times. This report is for 11 samples tested using xpert xpress cov-2/flu/rsv plus all from the same lot. All tests were run with sars-cov-2 adf only. All patient samples are nasal swabs collected on (B)(6) 2022 from asymptomatic patients. Customer states samples are collected and sealed in a biohazard bag which is put in a cooler and transported to the testing lab every 15 minutes; all samples are tested within an hour of being collected. Samples are then stored in the refrigerator after testing, these samples were transported to the reference lab in a cooler on ice packs. (B)(6). Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.